Event description:
Reason for revision: patient presented with pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-rays found no apparent abnormalities, other than potentially medial bone resorption, were observed on the single x-ray. The exact cause for the reported pain cannot be determined with the x-ray provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.